Event description:
The customer's mother reported via phone call that her daughter's insulin pump received no delivery alarms and then a motor error alarm. Customer's mother stated that she tried to prime the pump and received a no delivery alarm. Customer's mother rewound the pump and tried again, but she received a motor error alarm. Customer's blood glucose was 269 mg/dl at the time of the incident. Customer's mother was assisted with clearing the alarm. Customer's mother stated that she able to complete the rewind sequence. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan. The customer's mother declined to troubleshoot for the no delivery alarms.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.